Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with (B)(4) specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After a 6/6 amplatzer duct occluder ii (adoii) was implanted the waist of the device migrated into the ampulla of the patent ductus. The adoii was removed with a gooseneck snare. Additional details on patient outcome and treatment course have been requested.